Event description:
The case states that an arc endocuff aec140 came off mid procedure. New information was received yesterday from the medivators sales representative that the endocuff detached from the distal end of the scope while the physician was performing a colonoscopy procedure. This additional case information escalated the complaint to us MDR reportability status. The colonoscopy procedure was prolonged 20-30 minutes because there was difficulty removing the device. The patient was sedated and it was reported that the physician started the procedure over once the device was removed. The physician did not report any patient injury or concern for potential harm to the patient. There is limited information regarding current patient status. There was no reported information of patient illness or injury as a result of this incident.